Manufacturer narrative:
Eval summary: primary tka components are not returned for analysis. No pre-operation and post operation x-rays are returned to study fixation. However, review of provided operative notes (of revision surgery) does not provide any indications of knee instability post primary surgery. Surgical notes of primary surgery is unavailable to study the implantation technique and stable fixation of knee. With the available info, probable cause for knee instability cannot be determined at this time. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised for instability.